Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump keeps alarming with no delivery. She stated that she was on the second infusion set within the past three days that she was unable to prime the tubing for. The patient's blood glucose at the time of incident was 122 mg/dl. Troubleshooting could not occur since the customer had already made the current infusion set work after pushing insulin through the tubing with the plunger. The customer did not want to return the reservoir or infusion set for analysis, and she was advised to call if the no delivery issue and prime issue recurred. Additionally, her blood glucose at the time of call was 501 mg/dl. She changed her infusion set and treated the high with a bolus. No products were shipped or returned.